Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. The instrument passed recognition and engagements tests, moved intuitively with full range of motion, and the grips opened and closed properly. A review of the remotefe log confirmed that instrument had 2 uses remaining and was not expired. The instrument failed the electrical continuity test. The conductor wire was found to be broken at the proximal end of the main tube. Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument expired and stopped working. The procedure was completed with no reported injury.